Event description:
It was reported that a new lead was added for rv (right ventricular) pace/sense. The high voltage portion of the lead remains in use. Additional information was received reporting that there were no performance issues with the model 6947 rv lead. The patient had shortness of breath due to heart failure symptoms. The physician wanted to place the lead at a different spot on the patient's heart to pace more toward the system. The model 4193 lv (left ventricular) lead was replaced because it pulled back, and the patient had phrenic nerve stimulation at low voltage. It was replaced for an upgrade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.